Event description:
Pt reported that, 3 years ago, the device generated a blood glucose result of 629 mg/dl. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi." Pt noted that, at the time the result was obtained, she was exhibiting symptoms of hyperglycemia, which she attributed to taking a oral steroid medication. Technical support requested the return of the suspect product and replacement product was shipped.